Event description:
It was reported that the patient was referred to surgery by the neurologist after high impedance was observed on (B)(6) 2013. The patient underwent generator and lead replacement due to high impedance and battery depletion. Attempts to obtain additional information are underway, but no new information has been received. The explanted devices are expected to be returned for analysis, but have not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.